Event description:
The customer reported that a long time donor was now tested positively for the n antigene but it is known to be n negative. The customer returned the donor sample that had caused the false positive test result as well as the supposedly defective product. Our quality control lab is still testing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a long time donor was tested positive for the n antigene but has been known to be n negative. The customer did return the donor sample that had caused a false positive test result and the supposedly defective product was returned, too. Our quality control laboratory tested the donor sample with the customer's returned seraclone anti-n sample according to the instruction for use and yielded a +/- reaction. The sample was also tested with a prolonged incubation time which is not according to the instruction for use and yielded a clear positive reaction. Because the provided donor sample was not suited for molecular typing of the n antigen, a new donor sample was requested from the customer. The customer provided a new donor sample and this sample was also tested with seraclone anti-n and yielded a weak positive reaction. The sample was sent for molecular typing to an external laboratory. The donor sample was typed m+n-. The sequencing of gypa-specific exons 1 to 7 did not point to a variation within the mn-blood group system. But a vast number of hybrid genes for gypa, gypb and gype are described in the literature. Thus it is not implausible that the sample is such a hybrid gene. This would not be covered by the used method of gene sequencing. Our quality control laboratory tested the customer's returned seraclone anti-n sample with different n positive and negative red blood cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Furthermore the ph value of the supposedly defective product was measured and met the acceptance criterion. Testing by our quality control laboratory confirmed: the allegedly defective lot of seraclone anti-n functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.